Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 261 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was explanted and successfully replaced due to a suspected fracture. X-ray imaging was unable to confirm the fracture visually, however the lead exhibited loss of capture with no asystole, high impedance measurements, noise and oversensing. This device has returned and analysis is expected. No additional adverse patient effects were reported.